Event description:
Caller alleged discrepant results compared with the lab. Pt often has trouble getting blood, despite warming hands and shaking down. Usually has to milk fingers.

Manufacturer narrative:
Investigation pending.